Manufacturer narrative:
Concomitant product(s): a 3889-28 interstim mgu lead, implanted: (B)(6)2007; a 3023 interstim mgu ipg, implanted: (B)(6)2007; a 3095-10 neuro extension: (B)(6)2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent r-wave undersensing. Follow up revealed no intervention was taken to resolve the undersensing. The lead is no longer in use as the device system was turned off due to an unrelated patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.